Manufacturer narrative:
H6: investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that the machine reported false positives were keep turning on and off and repair as soon as possible. A bd field service engineer (fse) was dispatched and reinstalled the fast object software, optimize the data base. The instrument was working normally, and the connection was normal. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is software problem. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h10.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. Dublicate testing performed to confirm results differential testing has not been. The results were not reported and there was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. Dublicate testing performed to confirm results differential testing has not been. The results were not reported and there was no report of patient impact.